Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause and treatment of the peritonitis was unknown. The patient was hospitalized for the event. At the time of this report, the patient was still in the hospital and had not recovered. Action taken with pd therapy was not reported. No additional information is available.